Event description:
It was reported that the customer had elevated blood glucose levels (600 mg/dl). Reportedly, the cartridge was leaking. The cartridge and infusion set was successfully changed, and insulin delivery was resumed. Customer delivered boluses and manual injections to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.